Manufacturer narrative:
A manufacturing record review was performed; no deviation was identified or non-conformance report (ncr) was generated during the manufacturing process. All process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instruction and specifications. There were no process and / or material changes within the production order. During the manufacturing record review for this serial number, no deviation or assignable cause was identified for the complaint type reported or related to the initial report information when this production order was manufactured. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
Pt age and gender: unknown. Event date: unknown, information was ¿gathered by the customer in (B)(4) 2015¿; exact date not provided implant date: exact date is unknown; information was ¿gathered by the customer in (B)(4) 2015¿. Explant date: not applicable; device remains implanted. Concomitant product: eyefill viscoelastic; 1mtec30 cartridge lot number cp00797. Initial reporter telephone: (B)(6). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that the haptics were sticking at the optic or at the edge of the optic during the implantation of a tecnis zcb00 intraocular lens (iol). They were hard to loosen. No patient injury was reported. The surgeon uses eyefill viscoelastic (ovd) and 1mtec30 cartridge.